Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The events of "necrosis injection site and pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported that while injecting the pt with juvederm ultra in the glabella region patient developed necrosis in the glabella region. The next day patient was treated with hylase. Follow up info received noted "area has healed and pain has subsided".